Event description:
It was reported that a pump declared alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge using proper techniques and was able to successfully resume insulin therapy.